Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 36. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, increased sensitivity and inflammation. No further patient complications were reported.